Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature article titled "percutaneous transhepatic placement of plastic biliary stents: technical description and preliminary results, " one patient experienced cholangitis (requiring intervention). This was a prospective cohort single-arm single-center pilot study aimed to evaluate the feasibility and safety of percutaneous transhepatic (pth) placement of a plastic biliary stent (pbs) in patients with benign or malignant symptomatic obstructive jaundice (soj). Thirty-two patients with soj were included in the study and evaluated for technical success, clinical success and any complications and were followed-up between 30 and 60 days after stenting for the presence of stent occlusion. The study revealed a 100% and 93.7% technical and clinical success, respectively with 2 observed complications: transient haemobilia (which resolved without intervention) and cholangitis requiring antibiotic therapy and prolonged hospitalization. Hence the study concluded the placement of pbs by pth access was safe, effective, and feasible. The authoring physician confirmed these adverse effects occurred after the pbs 3-month follow-up exam using a clevercut 3v sphincterotome and a tjf-150 duodenoscope. The physician further confirmed there was no malfunction of either the tjf-150 or the clevercut 3v sphincterotome.